Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6), 2022. Customer¿s blood glucose was 20 mg/dl, 77 mg/dl, 50mg/dl. Customer¿s current blood glucose was 223 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food and orange juice, intravenous drip. Customer stated they were found unconscious in bedroom. Troubleshooting was not done for low blood glucose. Customer had been using the insulin pump within 48 hours of reported for high and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
This case is for the (B)(6) 2022 incident. Please see case-(B)(4). For the (B)(6) 2022 incident. Customer reported having low on (B)(6) 2022 at night, which she treated with food and orange juice. Blood glucose was 77mg/dl and 50mg/dl on (B)(6) 2022. Then, on (B)(6) 2022 at about 1pm after lunch, she had a low and was found unconscious in her bedroom. Paramedics was called and they took her to the emergency room and she was hospitalized for the low of 20mg/dl at 13:00. During troubleshooting, customer said she did not get assistance in setting up her pump. She just used the basal that was in her older pump. She does not use bolus wizard because she gives it on her own. No bolus setting was prescribed by her doctor. She added that her doctor trusts her to make her own dosage decisions. She confirmed already in menopausal stage that could have caused some erratic readings. Pump was used at the time of the incident. It is unknown if sensor was used.